Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the conductor cables were seen outside the lead insulation. The patient is terminal and is not in condition for explant procedure. The system remains implanted.